Manufacturer narrative:
(B)(4).eval summary: based upon inquiry info received visual and functional examination: the unit was found to require the green cable to be replaced. The device was functionally tested, met all product requirements and returned to the customer.

Event description:
It was reported that during a breast biopsy they were receiving green cable error code, they checked the cables and noticed that on the green cable they has exposed wires. They were able to hold the cable together and complete the case.